Event description:
It was reported that during implant, this electrode exhibited high out of range shock impedance measurements. The electrode was disconnected from the device and reconnected with high out of range measurements still observed. A new device was attempted and again, high out of range measurements were observed. This electrode was not used at implant and a new electrode was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. A visual inspection of the electrode noted no anomalies. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the common device name from implantable cardioverter defibrillator (non-crt) to implantable lead.

Manufacturer narrative:
This product was returned and analysis is ongoing. This report will be updated upon completion of analysis.

Event description:
It was reported that during implant, this electrode exhibited high out of range shock impedance measurements. The electrode was disconnected from the device and reconnected with high out of range measurements still observed. A new device was attempted and again, high out of range measurements were observed. This electrode was not used at implant and a new electrode was successfully implanted. No adverse patient effects were reported.